Manufacturer narrative:
The device has not been returned to the MFR at this time for eval. A lhr of reuk1228 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the catheter broke at the junction (1st black line).